Manufacturer narrative:
Lumenis investigated the reported event by contacting the user facility directly for additional information. The reporter was not present in the or at the time and therefore didn't have all the details but knew that they were able to complete the case using a ureteral stent. No patient issues were encountered. The reporter indicated that they used a holmium system but didn't know the details of the system (not noted in the case notes) but did see that it was a borrowed system from a sister hospital in their network, the name of the hospital was not listed so she was unable to give a contact to follow up with. The reporter was not familiar with details of pre-procedure checks but assumed they were done. According to the report "upon plugging in laser fibers and trying to operate, machine foot pedal was not working resulting in the surgeon not being able to use the laser for the case" it looks like the system was not operational from the beginning as plugging a fiber is the first step in preparation for the operation. It is likely that this fault would have been discovered prior to the procedure if the user had followed the um instructions and performed a pre operation tests. Lumenis has been unable to obtain additional information to date regarding the circumstances surrounding this event, not even if the system that was used was manufactured by lumenis, there was no information about the system type and serial number. Due to a lack of additional information and in an abundance of caution lumenis is reporting this event. Should additional relevant details become available; the complaint file and medwatch report will be updated accordingly. Lumenis is closing this complaint but will continue to monitor this failure mode; complaint trending will continue to monitor per global complaint handling sop (doc no. (B)(4)) and per post marketing surveillance procedure (doc no. (B)(4)).

Event description:
On (B)(6) 2021 lumenis received a user submitted medwatch report 3902650000-2021-8008 in which the description of the event reads: " case was scheduled for laser lithotripsy, upon plugging in laser fibers and trying to operate, machine foot pedal was not working resulting in the surgeon not being able to use the laser for the case. Case was converted to a ureteral stent insertion." No adverse event was reported, unknown sn or laser model. No report of patient complications was received, and no report was received alleging the device malfunction caused or contributed to any change in the patient's condition.